Event description:
It was reported that the customer was in the emergency room due to unexplained high blood glucose of 512mg/dl. The caller stated that the insulin pump was not functioning. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Advised to program a bolus and to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula and it was not bent or occluded. It was mentioned that the customer changes the infusion set every two to four days. Reminded that the customer should change the infusion set every two to three days. Suggested the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.